Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump for spinal pain. It was reported that the patient collapsed at home and was obtunded. The hcp stated the patient had a new pump implanted yesterday. The hcp stated this was opiate related despite emergency medical services (ems) giving narcan without much response. The hcp stated the patient was intubated. The hcp wondering how to turn the pump off. The agent discussed clinician programmer or to empty the reservoir. The hcp had a page out to the patient's  physician but had not heard back. The agent faxed a copy of the emergency empty reservoir procedure and also discussed paging a local mdt rep. The hcp got a call from the patient's physician and disconnected prior to transfer to national answering service (nas).

Manufacturer narrative:
H6.annex e code e2401 and annex f code f12 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.